Manufacturer narrative:
Additional information was added to h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. However, a review of the event history log identified a uso sensor failure low which is associated with failure se 21515. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6 h11: the device was received for evaluation. Functional testing was performed which included downstream (distal) occlusion sensor testing, upstream occlusion sensor testing, and flow rate accuracy testing, and all had passing results. A review of the event history log identified a uso sensor failure low which is associated with failure se 21515. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log review. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure error (error code 21513). The error occurred during a fentanyl infusion at 5ml/hour and a volume to be infused (vtbi) of 75 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.